Event description:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Review of the manufacturing records and packaging instructions found the inner pouch does not get sealed, but rather the pouch gets folded and placed in outer tyvek pouch. The product has been found to be conforming. As the product was determined to be acceptable per review of the device history records and packaging instructions, a complaint history review was not performed this complaint cannot be confirmed as the product was found to be conforming. Sections updated: b4 b5 g3 g6 h2 h11.

Event description:
It was reported that the packaging inside of the box was not sealed. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted